Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The attune tibial impactor broke. The impactor broke in two pieces.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune impactors have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Continued post market surveillance will be carried out per (B)(4) under the post market surveillance plan. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.